Manufacturer narrative:
This report is submitted on july 24, 2018, by cochlear ltd. On behalf of cochlear americas.(B)(4).

Event description:
Per the clinic, the device was explanted (date not reported) for an unknown reason. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on november 26, 2018.